Event description:
It was reported the neurostimulator reached end of service (eos) after one week. The device was programmed at 8.6 volts, 450 usec, 60 hertz. (Electrodes 0-1+2-3+). Replacement surgery is planned between. No patient injury was reported. The patient is fine.